Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. She underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2022. At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n conflicting information concerning date of removal: (B)(6) 2022 and (B)(6) 2022. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n conflicting information concerning date of removal: (B)(6) 2022 and (B)(6) 2022. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of paratubal cyst, menometrorrhagia, panic disorder, vaginal discharge, acute vaginitis, back pain, hypoglycemia, chronic fatigue syndrome, hypotension, tinnitus, septoplasty, colonoscopy, cesarean section (2008), migraine, herpes simplex, gastroesophageal reflux disease, covid-19, constipation, claustrophobia, chronic insomnia, anxiety depression, anemia, acid reflux (oesophageal), bleeding menstrual heavy, abnormal uterine bleeding, pelvic pain and menometrorrhagia. The patient had a family history of diabetes, depression, anxiety disorder and consciousness clouding. In 2010, the patient had essure inserted. On (B)(6) 2022,, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n conflicting information concerning date of removal: (B)(6) 2022 discrepancy noted : insertion date as per argus (B)(6) 2011 as per mr 2010 discrepancy noted : removal date as per argus (B)(6) 2022 as per mr (B)(6) 2022. The novasure test was successfully completed and the ablation was started. The ablation was completed in 57sec at a power of 94w. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: clinical information bilateral fallopicr tubes menometrotrhagia encounter far steritzatior: pelvic pain in female abnormal utenre bleeding diagnosis a. Fallopian tubes, right and left, bilateral salpingectomies: benign fallopian tubes (including fimbriated ends; with complete cross-section of the muscular wall benign paratubal cysts negative for inflammation negative for malignancy b. Endometrium, cuiretfage: benign secretory phase endometrium negative for endometritis or breakdown negative for hyperplasia or malignancy. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-sep-2023: mr received : reporters information patient medical history and surgical pathology reports were added. Product insertion and removal date updated and rcc updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.